Manufacturer narrative:
The affected ventilator evita 4 was manufactured in october 2003. Log book analysis confirmed the reported malfunction and the power supply was identified as the root cause. The power supply was available for further investigation at the manufacturer. The analysis showed that an overloaded transistor in the power supply led to a loss of internal power, and as a consequence to a loss of ventilation. The evita 4 reacted as specified to a power supply malfunction. An acoustical alarm according to en60601 was generated and the breathing system opened up to allow for spontaneous breathing. The device was repaired by replacement of the power supply.

Event description:
It was reported that the evita 4 shut down on (B)(6) 2017 at 5:30 am with a loud whistling noise while ventilating a patient. The evita could not be turned on again, the screen remained dark. The device was replaced by the user. The patient already exhibited spontaneous breathing. No injury has been reported.